Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. The device was returned to a third party service center for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.